Event description:
It was reported that during a lobectomy procedure, the device didn`t staple correctly, the staple line could not be fixed. Therefore there was a small bleeding. But the surgeon continued with same like product, patient is fine.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.